Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site, exposing the receiver/stimulator (specific date not reported). The patient also developed an infection around the incision area. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.